Event description:
It was initially reported by the surgeon that the pt underwent a battery replacement surgery due to end of svc and pt was showing an increase in seizures. Explanted generator was returned to MFR for analysis. Analysis was completed on the generator and the reported allegation was not verified. The generator was not found to be at end of life. There were no performance or any other type of adverse conditions found with the pulse generator. F/u with the physician's nurse revealed that they believed the battery was approaching end of life and it was probably at low battery due to which pt showed an increase in seizures. Pre-vns levels were unk. Medication levels were checked and found to be normal. Pt showed seizure activity all of a sudden and replacement improved the pt's condition. Diagnostics showed everything functioning within normal limits with eri status no.